Event description:
Major pump unit(s) involved: blood pumpadditional text: pump stoppage alarm occuredspecific component(s) involved: driveline malfunctionadditional text: pump stoppage alarmother component:causative or contributing factor: no specific contributing cause identifiedother cause:intervention(s): other interventions, specifyother intervention : evaluation of pump function & drive line phase tester used determined within normal limitsimplant device type: lvadmalfunction device type:

Event description:
Major pump unit(s) involved: blood pumpspecific component(s) involved: driveline malfunction